Manufacturer narrative:
Vegetations and dehiscence. Device not returned. Additional manufacturer narrative: the edwards device was discarded by the hospital; therefore, the source of the reported endocarditis could not be assessed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 3 years, 9 months due to pulmonary valve endocarditis with abscess. Per the op report, the patient became ill and had positive blood cultures and evidence of pulmonary valve endocarditis. Intraop tee demonstrated the suggestion of irregularities on the aortic valve as well. Upon inspection, the area over the main pulmonary artery was calcified, and there was also a small collection of old necrotic material. Further exploration demonstrated what most likely was a prior contained rupture adjacent to the pulmonary valve sewing ring (which had dehisced in this region). The entirety of the valve, vegetation, outflow tract patch and area of contained rupture was excised. A new edwards bioprosthetic valve was implanted and postop tee demonstrated good biventricular function and a competent pulmonary valve. It was also noted that the patient tolerated the procedure well having sustained no appreciable intraop complications.